Manufacturer narrative:
During investigation of a complaint, a cme america biomedical technician discovered that this device exhibited a motor rotation detection failure (mrdsf). The motor would run at high rates for a few seconds before shutting down. The motor board was inspected and no component failures were found. Solder flux residue on the motor pcb was noted, which was especially heavy around the leads for the encoder diodes. Solder flux is slightly conductive at first. As it oxidizes (evaporates) it becomes more conductive. The residue caused a short across the encoder diode leads. After removing the flux, the device was able to successfully boot without exhibiting any failure. We stress-tested the pump by running it at a high rate for an extended interval. The device was able to complete the infusion successfully and the mrdsf did not return. The device was not being used for treatment or diagnoses. The customer confirmed this to cme america during intake for the complaint. The first occurrence of the mrdsf was at cme america. The root cause of this complaint is the contract manufacturer's failure to remove solder flux from the motor board.

Event description:
During investigation of a complaint at cme america, we discovered a motor rotation detection system failure (mrdsf). As this issue represents a high risk level per bodyguard risk analysis, cme america initiated a service-generated complaint for this device.